Event description:
It was reported to gore that three months after placement of a gore viabil biliary endoprosthesis for the treatment of a benign biliary stricture, a pt developed cholangitis, recurrence of obstructive jaundice and fever. An attempt at endoscopic removal of the device was not possible due to duodenal stenosis. A whipple resection procedure was performed approx one month later and the device was removed. The pt is reported to have recovered from the reoperation.

Manufacturer narrative:
F/u communication with the reporting physician confirmed that the duodenal stenosis was not related to the device but rather to anatomical changes provoked by the chronic pancreatitis and a tumor that was discovered during the reoperation (whipple resection). Based on the investigation, a root cause for the reported issues cannot be definitively determined but there is no indication that a device defect or malfunction was involved. There are many complex clinical variables, such as pt condition/medical history, which may have been related to the reported cholangitis. The potential for such an event is addressed in the hazards and adverse events section of the instructions-for use with the following statement, "complications may also include those often associated with any endoscopic or transhepatic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death." All available info has been placed on file for use in tracking, trending and f/u.